Event description:
The complainant stated that the brake will not set at the foot end of the stretcher.

Manufacturer narrative:
The accounts maintenance found that boot foot end casters would not lock into brake. He replaced the foot end casters to repair the stretcher.